Manufacturer narrative:
Additional information : d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and failed due to encountering a clog in filter hp1, hp2 and hp3. Known good filters were installed to continue testing. The as received simulated treatment of a total volume of 8700ml was performed and completed without any failures or problems. During the treatment, weigh and record the amount of fluid in the pseudo-patient bag after each fill, and compare the weighed fill values in each cycle with the treatment's programmed fill setting. The cycler weighed fill volume values were within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having an air detected in cassette alarm. The patient discontinued treatment during drain 2 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6109 ml during drain 2 of the treatment. This drain volume is 266% the patient's prescribed fill volume of 2300 ml. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available to be returned to the manufacturer for physical evaluation.